Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d8, d9, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the ratchet gear and sliding pin were replaced, and the ratchet assembly was lubricated which resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Report source- foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device was not ratcheting in the upward downward motion. The event timing was during surgery and ratchet has been used more so like a wrench. No additional graft was needed, but there was a delay of 30 minutes. No adverse events were reported as a result of this malfunction.